Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported tha the patient underwent a pump exchange due to pump dysfunction and right heart failure as determined by the primary cardiologist. The pump was exchanged to another manufacturer's device.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. The report of suspected thrombus and a specific cause for the reported right heart failure could be conclusively determined based on the evaluation of the returned lvad pump. The pump returned with the driveline cut approximately 1¿ from the pump housing and the severed portion of the driveline did not return. The sealed inflow conduit returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, returned attached to the outlet elbow. The outlet elbow returned unattached from the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: at outside facility patient had pump malfunction.